Event description:
It was reported that a patient underwent an open repair of a mid-abdominal, supraumbilical incisional/ventral hernia on (B) (6)2010. The mesh was placed intraperitoneally. The wound discharge summary dated (B) (6)2010, reports a superficial site infection. The follow-up visit dated (B) (6)2010, indicates a deep surgical site infection and steatonecrosis (fat necrosis). Intervention is reported as vacuum-assisted closure (vac) on (B) (6)2010. The vent stoop date is (B) (6)2010.

Manufacturer narrative:
(B) (4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00825. The same patient is represented in each medwatch.